Manufacturer narrative:
Product ID 3093-28 lot# v379988, implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type lead product ID 748910, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type extension product ID 748910, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type extension product ID 3093-28 lot# v379988, implanted: 2010 (B)(6), explanted: 2012 (B)(6); product type lead (B)(4). The device was used for an off label indication.

Event description:
It was reported, the patient had a revision in (B)(6) 2012 and since has developed an allergic reaction to latex and nickel.